Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2023 and suture was used. During the procedure, the suture broke. It was reported that the knot broke when the blood vessel was sewed for the patient. The knot broke again when the blood vessel was sewed for the patient again. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc (B)(4). Date sent to the FDA: 4/4/2023. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Contacted with the sales rep today via phone and the information requested is unknown. What do you mean by "the knot broke again when the blood vessel was sewed for the patient again"? Did a second surgery was completed? Please provide more information. No, the suture broke again when perform knotting during the same surgery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-02362.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/9/2023. The following additional information was received: after investigation, the patient underwent thyroidectomy in hospital (the specific patient's diagnosis was unknown). The surgeon used the sa84g for blood vessel suturing with interrupted sewing method. During knotting, the suture broke. Then the blood vessel was sewed again, and the suture broke again when knotting. The surgeon then replaced a new suture (with unknown specific product information) to complete the suture. The subsequent operation went smoothly. This event did not cause harm to the patient except for an extended surgery time (specific extension time was unknown). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02362 and 2210968-2023-02363.